Event description:
It was reported that the patient had cardiac arrest and the physician suspected the event time was around 12:00 pm on (B)(6) 2022. A review of the log file displayed low flows of 0.0 lpm at 12:05pm which may be related to the cardiac arrest event. The pump speed was decreased due to the suspected continuous suction event. The patient experienced cardiac arrhythmia and passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after the heartmate 3 implant, the patient recovered but continuous renal replacement therapy (crrt) was required in the intensive care unit (ICU) due to worsening of renal function. After being transferred to a general ward, the patient was followed up with hemodialysis treatment. The patient's blood pressure dropped repeatedly during dialysis, so drugs that could lower blood pressure were stopped. The patient's blood pressure decreased again and proper hemodialysis couldn't be performed. On (B)(6) 2022, pulseless electrical activity (pea) / ventricular fibrillation (vf) arrest occurred while hemodialysis was not completed due to hypotension. After cardiopulmonary resuscitation (CPR), the patient had temporary return of spontaneous circulation (rosc) and was transferred to ICU for monitoring. However, pea / vf arrest occurred repeatedly after that and CPR continued. The patient also had cardiac arrest and the physician suspected the event time was around 12:00:00 on (B)(6) 2022. A review of the log file displayed low flows of 0.0 lpm at 12:05pm which may have been related to the cardiac arrest event. It was reported that the low flow events were a patient related issue and not an equipment related issue. It was also noted that the patient was issued low flow controllers at the time of implant with the low flow software already installed per the physician's request. The patient ultimately expired on (B)(6) 2022. Cause of death was stated to be cardiac arrhythmia in the setting of hypovolemia and renal failure. There were no specific device-related issues reported. The device was not explanted and was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted system controller event log file captured low flow alarms on 04may2022. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other atypical alarms or events were captured. The pump operated as intended at the set speed. It was also noted that the patient was issued low flow controllers at the time of implant with the low flow software already installed per the physician's request. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia, renal dysfunction, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than the low flow threshold. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management," lists arrhythmia and hypovolemia as potential late post-implant complications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.